Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, high voltage lead impedance was noted to be out of range on the implantable cardiac defibrillator. The patient was brought in the clinic on (B)(6) 2017 for follow-up and was stable. No intervention was performed.

Event description:
New information received notes that the patient presented in clinic on (B)(6) 2017 for a high voltage synchronous shock test. The issue of high voltage lead impedance was still ongoing. The patient was stable throughout the device interrogation and will continue to be monitored.